Event description:
It was reported that a patient booked for a hip revision due to thigh pain. Surgeon planned to remove all component and re insert prosthesis. Further confirmation of devices removed should be provided soon.

Manufacturer narrative:
The associated complaint devices were returned to be evaluated. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Visual inspection of the assembled sleeve and femoral component revealed marks and gouges exhibited on proximal region of stem, along sides of sleeve and on distal stem. Biological material appearing to be bone was observed attached on anterior, posterior and medical side of sleeve. No irregularities were observed regarding the femoral taper. Sleeve appeared to be well locked to stem component. The shell shows material which appeared to be bone was observed to be covering an estimated 50% area of shell od. The ID of the shell appeared to be normal. Visual inspection of liner shows the backside of liner exhibited yellow staining. A portion of the rim was broken. The ID did not exhibited signs of wear. A screw used to remove the liner from the shell was left in place. The retrieved components do not provide evidence leading to any conclusion regarding the issues reported. Our clinical/medical team concluded that no clinical information was provided for inclusion in this investigation. 1 x-ray photo was provided that doesn't show a clear cause of the reported pain. The visual inspection concluded the retrieved components did not provide evidence leading to any conclusion regarding the reported thigh pain. Based on the visual inspection the root cause of the thigh pain cannot be concluded. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.